Event description:
Caller states patient tested 4.6 inr on the coaguchek xs plus system while a comparison lab returned as 3.2 inr. Caller states patient's coumadin was "slightly reduced" based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.